Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-2218-50, serial/lot: (B)(4), description: linear st lead, 50cm. Model: sc-3354-50, serial/lot: (B)(4), description: w4 splitter 2x4-25 cm.

Event description:
A report was received that a raised red area developed over one of the patient's leads. The physician believed that it was a small abscess over a retaining suture and not related to the device. Infection was not suspected but antibiotics were prescribed and the physician repositioned the lead and replaced the suture. The patient is recovering.